Event description:
It was reported to boston scientific via an article published in urologia internationalis that a retrospective review was conducted in order to determine the association of 24-hour pad test results immediately after holmium laser enucleation of the prostate (holep) with continence acquisition at 3 months postoperatively. The medical records of 491 patients who underwent the holep procedure between (B)(6) 2008 and (B)(6) 2014 were reviewed. 341 of the patients were not catheterized during the procedure, and 150 of the patients were catheterized during the procedure. All procedures were completed using the versapulse 80/100w holmium laser system, a 26-fr continuous flow resectoscope, a nephroscope, and a morcellator. The surgeries were conducted via anteroposterior dissection and morcellation was performed using inverse technique. The following complications were reported in this study: 1 patient required perioperative transfusion, 5 patients required hemostasis during re-surgery, 8 patients had febrile urinary tract infection, and 25 patients had post-operative urethral stricture. 9 patients who underwent holep along with transurethral resection of a bladder tumor (turbt) experienced a bladder mucosal injury. Some patients also experienced urinary incontinence immediately after the holep procedure, however the exact number of patients was not specified.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Fujisaki a, goto a, endo f, muraishi o, hattori k, yasumura s. Practical index of urinary incontinence following holmium laser enucleation of the prostate: a case-series study of the 24-hour pad test immediately after catheter removal. Urol int. 2016;97:310-9. D3 manufacturer email: (B)(4).